Event description:
Bio suture tak eyelet pulled out of implant between 8 to 16 weeks post operatively. Initial info received in 08/04 did not provide part number or pt condition. Several attempts were made to obtain details with little success. Follow up in 10/04, determined pt had undergone a revision surgery at a different user facility. Exact dates of procedures and device disposition are unk. This device is used for treatment.